Event description:
User received discrepant sodium result for one patient sample. Initial result was 119 mmol/l, repeat result was 133 mmol/l. Repeat on another analyzer gave 135.6 mmol/l. Initial result was reported. The floor nurse was contacted by the laboratory to correct the result. The nurse indicated they had not treated the patient based on the erroneous result. The field service representative was unable to determine a cause. Performance tests were performed.